Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that patient was experiencing itching with some mild rash as well as clear fluid at the ipg site. The rash was likely from the reaction to the tapes. No signs of infection were noted. The patient was prescribed with antibiotics.